Event description:
A healthcare professional (hcp) reported that the controller delivers no motor stim and inconsistent sensory. There was no patient impact.

Manufacturer narrative:
Product analysis: bent stim connector and stim connector pins. Missing lock nuts on stim connector and bnc connectors. If information is provided in the future, a supplemental report will be issued.